Event description:
A malfunction was reported on the customer's pump, but no significant events preceded this malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again, which the customer understood.